Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etcf3636c49ee, s/n: (B)(4); use by date: 25-jan-2019; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the urgent endovascular treatment of a pre-operatively ruptured abdominal aortic aneurysm. Heli-fx applier and guide were used as accessory devices during the procedure. It was reported that upon completion of the angiogram a type ia endoleak was seen. A 36mm diameter endurant cuff was implanted however, the type ia endoleak persisted. The physician decided to treat the type ia with heli-fx endoanchors. The first endoanchor was placed at the suspected area of leakage successfully. With the heli-fx guide repositioned to the opposite side of the first deployed endoanchor, the applier was pushed out perpendicularly to stent graft and half of the second endoanchor was deployed by pressing the forward button on the handle. When the physician wanted to retrieve the first half of the endoanchor for repositioning by pressing the back button, the applier did not respond. The applier did not show any sign of motor movement and the alarm did not go off. The green forward button light-up without the forward button being pressed. The physician carefully pushed the guide towards the stent graft in order to protect the endoanchor from detachment. The physician then deployed the endoanchor by manually unwinding the applier leaving the endoanchor attached loosely to the aortic cuff. The applier was withdrawn from patient's body. The applier was unable to be switched off and the blue light on the handle finally light-up with both green arrow lights flashing and the alarm went off as well. The physician captured the loose endoanchor inside the lumen of the guide by slowly straightening the guide. The guide was then withdrawn from patient's body. The final angiogram showed no type 1a endoleak. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine